Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen became unresponsive. Reportedly, the customer was unable to interact with the 1, 2, 3 sequence to unlock the pump. Troubleshooting with tandem technical support was performed and the pump was not functional. Customer's blood glucose levels was 76 mg/dl. The customer reported that manual injections would continue to be used for alternate insulin therapy.